Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was repositioned multiple times because the pacing threshold measurements were poor. Eventually noise was observed on the ra lead, and the pacing impedance was greater than 3,000 ohms. Loss of capture was also noted. The lead was removed and another lead of the same model was implanted successfully. No adverse patient effects were reported.